Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported when turned on, system displays previous history.there was no reported patient involvement/adverse patient impact.